Manufacturer narrative:
(B)(4). The device was received but the returned device could not be tested for the reported difficult to position and bent shaft due to the condition of the returned device. However, the observed bent actuator mandrel that was noted during the returned device analysis likely resulted in the difficulty positioning the device and subsequent shaft bend. A conclusive cause for the observed bent actuator mandrel could not be determined, but it is possible that there were procedural interactions (e.g. Unintended curves on the device) which resulted in increased tension on the device and contributed to the user experience; however, this cannot be confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific product quality issue. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). The clip delivery system was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the irregular steering of the device. It was reported that this was a mitraclip procedure to treat grade 3 functional mitral regurgitation (mr). When the lock lever was retracted to the blue line, the clip delivery system (cds) deflected approximately 45 degrees in the medial/anterior direction. Positioning the cds to the desired location was not possible. The cds was removed and replaced and the procedure continued with successful implantation of one mitraclip, reducing mr to trace. There was no adverse patient effect and no clinically significant delay in the procedure. There was no additional information provided.